Event description:
It was reported that this tactra had a single cylinder fractured at the site where it was attached to the ischiopubic ramus with bone anchors. A surgical procedure was performed in which the cylinder was removed and replaced with a new tactra cylinder. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this tactra had a single cylinder fractured at the site where it was attached to the ischiopubic ramus with bone anchors. A surgical procedure was performed in which the cylinder was removed and replaced with a new tactra cylinder. There were no further patient complications reported.